Manufacturer narrative:
The biomed personnel, aaron gilstrap, said "the issue we had was with the battery not charging." They replaced the units with new batteries. The units have not been returned for alllied to do a proper investigation after multiple attempts.

Event description:
Per the customer: during a code unit was on crash-cart. Staff unplugged the g180 along with a defibrillator then when they went to use it on the patient the battery was dead. Later in the day they checked the others and yes, they were all plugged in, but found two more batteries not charging.